Event description:
It was reported that the patient presented with growing pain, nothing on xray to show what pain is coming from. Surgeon used a cup extractor device, and noted that the shell was loose, and so removed the shell.